Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during initial drain on the homechoice (hc). Technical service representative (tsr) explained alarm, home patient (hp) stated he cycled power. Tsr began assisting hp retrieve cassette, hp stated he knows what to do. Tsr advised to let the registered nurse (rn) know about the alarm. Tsr explained again about setting up with new supplies. Hp did not want to set up again using new supplies. Tsr explained again. Hp cursed and the call disconnected. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported hp was just seen in the clinic today and was doing fine with his therapy. Rn was unsure if the hp continued therapy with the same supplies on the date of reported event or not, but did state there was no patient injury or medical intervention associated with this event. The cause of the alarm was unknown. The hp continues to use the hc device and transfer set for pd therapy.

Manufacturer narrative:
(B)(4).